Event description:
It is reported that the customer had high blood glucose levels of 131 mg/dl. The customer reported receiving a button error alarm from the insulin pump. The customer also reported that the keypad of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.